Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary med-7ms1all pockets failed. The drawer 2.1 opened, but the pockets did not, and the device was not detected on the bus. The customer turned the machine off and back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected on bus. A field service engineer (fse) removed the bus cable and checked for debris. Further the fse reseated bus cable and powered on the machine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary med-7ms1all pockets failed. The drawer 2.1 opened, but the pockets did not, and the device was not detected on the bus. The customer turned the machine off and back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.